Manufacturer narrative:
Date of event: exact date unknown, event occurred in 2019. Explant date: 2019. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-70, serial: (B)(4), batch: 17112793.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted devices will not be returned. No further information has been obtained despite good faith efforts.